Event description:
It has been reported to philips that the live monitor was not turning on. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not turning on. Review of the log file didn't confirm the reported malfunction. The fse examined the lan (local area network) cable and discovered that it was experiencing an issue. So, the fse replaced the 30-meter lan cable from the equipment room to the console room. Later, the fse installed the dvi (digital visual interface) splitter module in the r cabinet and installed the transmitter receiver. The fse checked and reset the monitor connection. The fse also routed the lan cable from the technical room to the control room and from the technical room to the doctor's room on the ground floor to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.